Event description:
Additional information was received from the neurosurgeon's office. The nurse stated that during the surgery, the impedances were high (as previously reported) and during this time while they were trying to resolve this through pin re-insertion, the patient's anesthesia was beginning to wear off so she was more aware of the stimulation. They believe that since the impedance was high at the time of the anesthesia wearing, this caused the patient to sense the stimulation more thus causing her heart rate to rise. Once the patient's anesthesia was reconciled and impedances were resolved with pin re-insertion, the patient's heart rate went bradycardic but that is typical and it went back to normal. She has no history of any heart issues and they believe it was just due to the combination of low anesthesia and high impedance. No additional of relevant information has been received to date.

Event description:
It was reported that a newly implanted patient experienced tachycardia during surgery. It was reported to have occurred during system diagnostics but resolved within about 30 seconds. 8 system diagnostic tests were performed. It was reported that the surgeon did not seem too concerned by the tachycardia because it resolved itself and did not plan any additional interventions. No additional relevant information has been received to date.